Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the green image could not be identified. However, it¿s likely the cause is related to a defective charge-coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed, image was flickering during the evaluation. The device evaluation found that image was green. The evaluation also found that the light guide (lg) fibers were damaged, the lg tube was damaged and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had scratches on the tip and an image flashing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was green. The patient was not under anesthesia as there was no procedure involved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.